Event description:
The customer observed the occurrence of z541-014 (luminometer data invalid) condition codes when attempting to calibrate the vitros tsh reagent on a vitros eciq immunodiagnostic system. The occurrence of z541-014 condition codes may be indicative of a potentially reportable instrument malfunction. The condition codes were isolated to the attempted tsh calibration events, and did not occur during patient sample testing. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that z541-014 condition codes occurred when attempting to calibrate the vitros tsh reagent on a vitros eciq immunodiagnostic system. The investigation was unable to determine whether the condition codes were isolated to a single level of calibrator fluid, or if multiple levels of calibrator fluid were affected. Without making any changes to the instrument or reagent in use, the customer repeated the vitros tsh calibration and a calibration curve was generated successfully. There was no recurrence of the z541-014 condition codes after the successful tsh calibration. The investigation was unable to determine a definitive root cause. Based on the information available, it cannot be ruled out that a reportable instrument malfunction potentially occurred. The root cause of this event is unknown.